Event description:
Received report that the pt had lead revision surgery done in (B)(6) 2010, during which the lead and extension were explanted and the lead replaced. No reason for the lead revision was given. In (B)(6) pt was admitted to the hosp for treatment of erosion at the ins site. During this surgery, the ins was replaced and a new extension was implanted. Additional info has been requested and if received a f/u report will be sent.

Manufacturer narrative:
(B)(4).